Event description:
Related MFR report number: 2017865-2023-39355 additional information received notes that the patient feels worse when premature ventricular contractions and syncav occur. There was also farfield r-wave oversensing noted on the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead. Programming changes were performed to resolve the issue.

Event description:
Related MFR report number: 2017865-2023-39355. It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed non-sustained right ventricular oversensing episodes due to oversensing noise on the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD). No changes or intervention was reported. The patient condition was not known.